Event description:
Case with dr on (B)(6). The case went less than desired, but overall I thought it was ok. The saw actually cut into the guide and altered the cutting slot. The surgeon continued on this altered path and cut into the feet on the posterior condyles.

Manufacturer narrative:
Method: visual examination, production records, photos. Results: visual inspection confirms the reported event. Production records indicate lot was released with no discrepancies. Conclusion: indicates the surgeon did not start the saw before inserting the blade into the slot, the most likely explanation for the divergent cut plane angle is misalignment of the entrance angle of the cutting slot.